Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned armada dilatation catheter noted blood and contrast in the balloon, consistent with a leak while in the anatomy. The balloon was loosely folded. During functional testing, an indeflator, filled with water, was used in an attempt to pressurize the balloon to rated burst pressure (rbp), but fluid was observed leaking through the guide wire port of the hub. After the tip was plugged with a pin gauge and the indeflator attached to the guide wire port of the hub, the catheter was pressurized with water and fluid was observed leaking through the adhesive in the hub up through the inflation port. The balloon was able to be inflated to 14 atmosphere with no damage noted, with the tip and guide wire port being plugged. There was no other damage noted to the balloon catheter. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. Based on the reported information and analysis of the returned product, it is possible that an insufficient adhesive bond between the inflation lumen and the sidearm contributed to the leak. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot.

Event description:
It was reported that during a procedure of the calcified posterior tibial artery while the armada balloon was inflated, it was noted that the balloon required repeated inflation. After inflating the balloon to rated burst pressure (rbp) the pressure would drop and would have to be inflated again to rbp. The physician felt that contrast leak seen under fluoroscopy was leaking out of a tiny puncture in the balloon. Angioplasty was performed with a good result. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional, relevant information.